Manufacturer narrative:
Product ID neu_unknown_prog, product type programmer, physician; product ID 8709, serial # (B)(4), product type catheter. (B)(4).

Event description:
It was reported that a healthcare professional had not programmed a bridge bolus because they did not know how much drug the physician had aspirated through the catheter during a replacement surgery. A proximal section of a catheter was replaced during the surgery as well. Following the surgery, the patient experienced an increase in spasticity, but was reported to have recovered and was "fine." The patient was asymptomatic at the time of this report. The drug used within the new pump was gablofen (2000ug/ml), and the drug used within the old pump was lioresal (500ug/ml).